Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 703:00. This event was reported to have occurred during use and may have interrupted delivery. It is unknown if there was patient involvement, patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. No additional information is available.